Event description:
It was reported that the customer's insulin pump received a test failure alarm. The customer stated that the insulin pump showed that the he delivered a max bolus of 25units, however the customer only delivered 10units. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.